Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. There was no data available for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.